Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: nexgen stem extension, catalog#: 00598801616 lot#: 62955363. Nexgen stem extension, catalog#: 00598802015 lot#: 63060081. Nexgen tibial augment, catalog#: 00598800310 lot#: 61890936. Nexgen femoral component, catalog#: 00599401391 lot#: 62921321. Nexgen articular surface, catalog#: 00599403012 lot#: 62522947. Nexgen headed screw, catalog#: 00598304048 lot#: 63216727. Trabecular metal cone, catalog#: 00545004801 lot#: 62923648. Trabecular metal cone, catalog#: 00545004801 lot#: 62865048. Trabecular distal femoral augment, catalog#: 00549003320 lot#: 63080134. Nexgen stemmed tibial component catalog# 00598003701 lot# 62820679. Reported event was confirmed by review of the provided op notes. Review of operative notes indicate that the patient was revised due to pain, instability and failed left knee. Also, it was discovered that there were significant areas where the cement had not completely bonded to the bone, leading to possible instability/loosening. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain, instability, and loosening. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.